Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has found air bubbles in the reservoir repeated times. Blood glucose value was 220 mg/dl. Customer stated that the plungers are loose and she gets the bubbles two days after changing the set. Customer stated she does not rewind the insulin pump with the reservoir in place and keeps the insulin stored at room temperature. Customer stated that she has difficulty purging the air bubbles out because they get stuck at the tip of the reservoir and the plunger can't reach that small tip. No troubleshooting could be done since she did not have air bubbles at the time of the call. Customer was advised to call back when issue happens.